Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device stent was implanted; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device as myocardial infarction is listed in the products instructions for use as a known adverse event associated with device use. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Hospitalization was likely required due to the nature of the patient condition.

Event description:
It was reported via medwatch #mw5182013 that patient complications occurred. The patient had the synergy xd heart stent put in after a blockage was cleared from their left anterior descending (lad) artery and they stated it seems they had nothing but problems since. They had at least three or four documented heart attacks. They were currently in the hospital because the night prior they had another mini heart attack.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via medwatch # mw5182013 that patient complications occurred. The patient had the synergy xd heart stent put in after a blockage was cleared from their left anterior descending (lad) artery and they stated it seems they had nothing but problems since. They had at least three or four documented heart attacks. They were currently in the hospital because the night prior they had another mini heart attack.